Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged strain reliefs and green fluid ingress was confirmed. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 10 days ((B)(6)2020 ¿ (B)(6) 2020, (B)(6) 2020 per time stamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. The driveline was disconnected from the system on (B)(6) 2020 at 12:48:49 for a controller exchange. Pump operation was not affected. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing. The controller did not pass continuity testing due to increased resistance when measuring the power leads. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was opened, and green fluid ingress was observed inside of the housing and on the printed circuit board (pcb). Fluid ingress was seen coming out the power leads and in the connector. An insulation test was performed on the power leads and no breaks in the insulation were found. The power leads were then stripped, and fluid ingress was observed inside of the cables. No further troubleshooting was performed. The root cause of the damaged strain reliefs and fluid ingress was not able to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the controller was found to pass all manufacturing and quality assurance specifications prior to being shipped to the customer on 08nov2017. Heartmate iii instructions for use (IFU) section 1 entitled ¿introduction¿ and heartmate iii patient handbook section 1 entitled ¿introductions¿ states "do not take showers unless approved by a doctor for showering. If approved for showering, the shower bag must be used for every shower. The shower bag protects outside parts of the system from water or moisture. If outside parts of the system get wet, the pump may stop". Heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was exchanged due to broken bend reliefs and green corrosion at the bend relief.